Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that patient presented to the hospital with having black stool in the rectal tube. Their hemoglobin (hgb) slowly trending down. Anticoagulant at the time of event was warfarin. The patient had a positive fecal occult blood test (fobt) on (B)(6) 2018. It was confirmed site of bleeding was gastrointestinal bleeding (gi). The patient was transfused with 2 units of packed red blood cells (prbc). Log file were submitted for review however, there were no unusual events captured in the event log file. No additional information provided.

Manufacturer narrative:
Correction. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.